Manufacturer narrative:
On 5/7/2019, mentor became aware that the device was explanted on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/29/2019, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction and swollen lymph nodes. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (me smooth hpg, 550cc date of implant (B)(6) 2016) has experienced right-side breast implant rupture, confirmed by CT. It was also reported that the patient has experienced autoimmune disorder (fibromyalgia and other correlated symptoms were reported). The patient also reported swollen lymph nodes of the neck. The devices will be explanted. The exact date of explantation was not provided. Therefore, the explant date was estimated to (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On 06/26/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed lymphadenopathy and autoimmune disorder. During evaluation of the sample it was received incomplete. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. Is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Additionally, trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Manufacturer¿s reference number: (B)(4).